Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed shingles with blisters and lifevest is making it worse. Rash was described as having some seepage. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed bactrim for itching, and antibiotic cream valacyclovir. Patient also reported using corn starch and taking a salt, or oatmeal bath. The outcome of the irritation is unknown as follow up attempts were unsuccessful.